Event description:
Same case as MDR#2134265-2012-06496. It was reported that during a treatment procedure, a balloon rupture occurred. A 2.0 x 30mm maverick 2 balloon was introduced to treat a lesion in a moderately tortuous unspecified vessel. Upon inflation, the balloon ruptured. The 2.0 x 20mm maverick 2 balloon was then introduced but upon inflation, this balloon also ruptured. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a longitudinal tear in the balloon material. The tear measured 3mm in length and was located over distal markerband. A detailed examination of the balloon and distal markerband could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2012-06496. It was reported that during a treatment procedure, a balloon rupture occurred. A 2.0 x 30 mm maverick 2 balloon was introduced to treat a lesion in a moderately tortuous unspecified vessel. Upon inflation, the balloon ruptured. The 2.0 x 20 mm maverick 2 balloon was then introduced, but upon inflation, this balloon also ruptured. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is good.